Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported blood glucose value of 341 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit. The event involved product(s) mmt-1884l, mmt-242a, mmt-332a, mmt-7040a. The customer reported high bgs. The customer has not been using the insulin pump system within 48hrs of reported high bg event. The customer has been off-pump for an indeterminate period of time. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5, h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case is to document the high blood glucose event. Please see (B)(4). For the low blood glucose event documentation. Customer reported having a blank display issue and low blood glucose. However, customer had been off the pump after going to the emergency room for the low, so she now has a high blood glucose level of 341mg/dl. The high was treated with manual injection (not insulin pump). Troubleshooting was done. Pump was not used within 48 hours of the high. Smartguard was not used at the time of the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.